Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy manifested by stomach pain. The cause of the peritonitis was unknown. On the same day as being diagnosed with the peritonitis, the patient was hospitalized for the event. On the same day, the patient received one dose of intraperitoneal (ip) vancomycin (dosage unknown) and began treatment with ip cefazolin (2 grams, once daily). Twenty days after being admitted, the patient was discharged from the hospital and considered recovered from the peritonitis. Treatment with cefazolin was completed on the same date. On an unreported date, the patient was retrained on aseptic technique. On an unknown date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available at this time. This is report 2 of 4 involved in this event.